Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set issue event on 22-feb-2026. The blood glucose was high and treated with the change of infusion set and bolus. No further information available.